Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: ¿deformed boob¿, ¿implant repositioned¿, ¿valve protruding into the breast¿, and ¿disformed".

Event description:
Patient reported "capsular contracture, "possibly baker grade ii", ¿deformed boob¿, ¿implant repositioned¿, ¿valve protruding into the breast¿, and ¿disformed". This record is for the left side. Device remains implanted.